Manufacturer narrative:
Work order involved was traced and the functional results were reviewed. It was confirmed that all results were found within the specification. We are still waiting for defective product to be returned to perform functional inspection. The investigation is incomplete at this time, a follow-up will be submitted with additional information once received, this report will be updated.

Event description:
Temperature readings was coming up to 36°c when the actual readings showed 37.5°c.

Manufacturer narrative:
All samples from the customer lot (#: 54201852) were received at the manufacturing facility, functional test confirmed that all units were found within the tolerance. Complaint log of the last two years confirmed a total of 18 complaints for the family product of: fhnicu-25, hnicu-26, vhnicu-37, hnicu-37. Two of those cases have been related to a shipping issue, in two cases it has been determined "use error" as a root cause. For the rest of the cases, the root cause has been identified as "undetermined". Therefore, it has been confirmed that no issues related to the functionality of the medical device have been demonstrated. Due to increase in number of complaints related to the functionality, an internal corrective action point has been opened to fully research reported issues with the product. The investigation is complete at this time. No further information is available at this time. We will provide follow up report if additional information becomes available.